Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2021. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on an unknown date. The procedure was done under local anesthesia. The physician saw spaceoar vue around the rectum four weeks after placement, right before the patient's eighth treatment. It was not seen on any of the previous scans. On october 05, 2021 additional information received stating that the gel was no longer present on the magnetic resonance imaging (MRI) and there looks to be a small void of gel in a pocket of where it previously was as if the gel ejected. There were patient complication reported as a result of this event. The patient condition was asymptomatic, and the patient received external beam radiation therapy.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on an unknown date. The procedure was done under local anesthesia. The physician saw spaceoar vue around the rectum four weeks after placement, right before the patient's eighth treatment. It was not seen on any of the previous scans. (B)(6) 2021 additional information received stating that the gel was no longer present on the magnetic resonance imaging (MRI) and there looks to be a small void of gel in a pocket of where it previously was as if the gel ejected. There were no patient complications reported as a result of this event. The patient condition was asymptomatic, and the patient received external beam radiation therapy.

Manufacturer narrative:
Correction: block b5:describe event or problem block b3: the exact date of the event is unknown. The provided event date, (B)(6)2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6)2021. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.